Event description:
When starting case for a sternotomy and coronary artery bypass graft, the insufflation device was inserted and would not insufflate despite gas flowing through the tubing. A new accessory kit was obtained and functioned as expected. No harm to patient.